Event description:
It was reported that the patient had high blood pressure that was not related to the device or procedure. The high blood pressure was treated with enalapril. It was stated that the patient outcome was "resolved without sequela" on (B)(6) 2013. The intervention date was (B)(6) 2013. Additional information received reported that the patient's high blood pressure was "possible related to the procedure". It was stated that the patient's blood pressure before surgery was "121/74" and was present before stimulation and anesthesia. It was stated that "the high blood pressure was probably due to the operation and it did not exclude the stimulation". It was noted that the high blood pressure was treated with enalapril.

Manufacturer narrative:
(B)(4).